Event description:
It was reported that during central processing, the plastic protection of the cable was not in the jaws of the damaged clamp. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint, the "plastic protection of the cable, not in the jaws of the damaged clamp." The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. The instrument was found to have thermal damage on the yaw pulley. The known common cause of this failure is due to mishandling/misuse. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.060 - 0.163 in length and were not aligned with the tube axis. This failure is typically associated with mishandling/misuse. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.